Event description:
Product analysis on the explanted lead was completed on (B)(6) 2012. During the visual analysis of the returned the returned lead, the connector ring quadfilar coil appeared to be broken. Scanning electron microscopy was performed and identified the area as having extensive pitting which prevented identification of the coil fracture type. A second break was identified near the end of the abraded open / cut outer silicone tubing. Scanning electron microscopy was performed and identified the area as having evidence of a stress induced fracture with mechanical damage and no pitting,. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The abraded openings and puncture marks found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. With the exception of the observed discontinuities, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. Analysis on the generator was also completed on (B)(6) 2012. During analysis the battery was found partially depleted and it was determined to be the result of normal expected battery consumption based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that high impedance was observed during a generator revision surgery. Troubleshooting steps were performed however the high impedance did not resolve. Pre-op diagnostics were not available and, at that time, the physician performed a full revision. The explanted products were returned on (B)(4) 2012, however product analysis has yet to be completed. Additional follow up was performed and it was indicated that x-rays were not performed and there were no notes of manipulation or trauma to the device. Programming history was provided by the physician and it was observed that high impedance was initially found during a system diagnostics test performed on (B)(6) 2012.